Event description:
As the customer reported the infant¿s skin temperature was reading higher than what was set on the resuscitaire. Reporting based on evaluation of recurrence potential for harm. No adverse impact reported.

Manufacturer narrative:
Dräger reached out to the contact person in the hospital but was not able to obtain additional information in regard to the use conditions under which the issue was observed. The device is not under a service contract; reportedly it has been checked by an in-house biomedical engineer and did not exhibit any malfunction during these tests. A case-specific evaluation is not possible on the base of the available information. Based on experience, the reported issue is rather related to application aspects than to technical deviations; the expertise of the biomed substantiates that. If the device is in skin temperature mode, a respective probe has to be used for measurement. For an exact measurement, the skin probe has to be positioned in direct line with the heat flow from the warmer module, a specific kind of probe with reflective cover has to be used; the IFU refers in detail to the correct use. Disregarding details may affect the skin temperature measurement and cause measurement errors and/or unexpected therapeutic results. The concerned device was never removed from use with no further problems reported to date. Dräger will discuss with the hospital the potential necessity to send an application specialist to the facility for the purpose of identifying potential training needs of the users.